Manufacturer narrative:
H10: device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual observation found haptic bent. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.00/2.5/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation was observed. The lens was repositioned and this did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a spherical lens model of the same size. The replacement lens resolved the problem.